Event description:
The pt had a left anterior descending artery and spiral dissection. The pt was taken to surgery for repair and is reported to be doing well. The pt has a platelet problem and abuses cocaine. The cause of the dissection remains unknown.